Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particles at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they noticed the presence of fine white particles around the syringe as well as the quick fill tube (qft). The customer elected not to use the syringe kit. No injury or adverse event was reported. Note: reference the following report numbers for related reports: 2520313-2017-00003. 2520313-2017-00005.